Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy pacemaker was admitted to the hospital due to decompensation from lack of biventricular pacing. Upon interrogation of the device, left ventricular loss of capture was noted. (Right ventricular pacing was being provided) the left ventricular lead was tested with the programmer and all measurements were within normal limits. A device malfunction was suspected. Due to the condition of the patient; the device was removed, replaced, and returned for analysis.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been returned to boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.